Manufacturer narrative:
(B)(6). Device evaluation: since product is not available, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It has been reported that the lens was defective, one of the legs was broken. Lens discarded by surgeon after they could not implant that lens because of the broken haptic, they implanted this other lens, so material is not available. Complaint reporter does not have further information. No patient injury has been reported so far. No further information has been provided.